Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. No intervention was performed due to the amplitude of the noise being high and difficult to program around. There were no patient consequences.